Event description:
New information notes back up operation on the implantable cardioverter defibrillator (ICD). Cyber security was updated. The patient condition was stable.

Manufacturer narrative:
Correction: b5 should have mentioned cyber security update occurred.

Event description:
New information notes back up operation on the implantable cardioverter defibrillator (ICD). The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset due to event queue on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.